Event description:
The customer reported that the 840 ventilator had an erratic display. No patient involvement. Covidien tech support engineer (tse) troubleshoot this issue with the customer over the phone. The customer was advised to swap the screens and to replace the graphical user interface (gui) cpu pcb. Covidien was not authorized to service the device.